Manufacturer narrative:
The insulin pump was received with a21 alarm after battery change due to faulty component on the interface board. However, all of the buttons are functioning properly. No damage was found on the key pad assembly noted. No button error alarm noted. The insulin pump was inspected the lcd connector and no unlocked connector noted. The insulin pump passed the operating currents test, self test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or a17 alarm during testing noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that every time he changes the battery he also has to change the time. The customer's blood glucose level was unknown. The customer also reported that he found a button error alarm, a no delivery alarm, 3 unexpected restart alarms, and 3 external ram crc error alarms in the device history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.